Event description:
During revision of the right hip due to dislocation the insert it would not lock so the surgeon cemented the liner.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.